Event description:
It was reported that while positioning a pt for a procedure, the technologist allegedly moved the c-arm down onto the arm of the biopsy chair. The power turned off on the unit. Power could not be restored by the technologist. No pt injury reported.